Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4) was used to capture surgical intervention.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to t-wave oversensing on both the primary and alternate sensing vectors. The shocks occurred when the patient's rate was faster than 100 bpm. The secondary vector did not pass screening. The physician deactivated the device and hospitalized the patient for monitoring. Additional information received indicates that the system was explanted and replaced with a transvenous system.